Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device alerted due to high/unstable impedance and oversensing on the right ventricular (rv) lead. It was also noted that the rv lead was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 693558 analysis of the device memory indicated the right ventricular lead integrity alert, the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.